Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value in the range of 40 mg/dl to 450 mg/dl and was hospitalized. The patient reportedly was sweaty, shaky, had slurred speech and disoriented when her bg was 40 mg/dl. The patient reportedly treated the low with oral carbohydrates and was taking glucagon shots but the low bgs continued to be unresponsive. It was noted upon arrival to the hospital, the patient¿s bg was reported to be over 300 mg/dl and therefore, was not treated immediately. It was noted that the patient recently had gastric bypass and was having issues eating and drinking. The patient reportedly was advised by the health care provider (hcp) to discontinue the use of the pump for an unrelated issue and the patient continued to use the pump. The patient reportedly tried to adjust the pump¿s basal settings without assistance from the hcp and was not following up at all with the hcp for assistance. It was also noted that the patient was adjusting the insulin to carbohydrate (I:c) ratio and the insulin sensitivity factor (isf) and was unsure if the settings were adjusted correctly. There was an indication that the patient was unsure if all of the boluses indicated in pump history were performed by her. During follow-up with customer support (cs), the patient was not implicating a pump issue and stated that she was not using the pump¿s features correctly. During pump review, cs noted that there were no prime issues noted with the pump and no issues found with the time and date. It was noted that the patient agreed to disconnect from the pump and go on a back-up until she receives the replacement pump on (B)(6) 2013. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was adjusting the pump¿s settings without assistance from an hcp, the patient continued to use the pump that the hcp advised not to use and she had other health issues unrelated to diabetes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the last basal delivery was recorded on 08/17/2013 and the last bolus was recorded on 08/16/2013. There was no activity related to the complaint was recorded in pump history; no alarms outside the range of normal patient use was observed. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The pump successfully completed 29-hr flow accuracy test. Investigators were unable to duplicate the complaint.